Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported the patient suffered a stroke. In (B)(6) 2013, the patient had a 33mm watchman laa closure device implanted successfully. The closure device was placed distal to and spanned the entire laa ostium with a complete seal noted. In (B)(6) 2016, the patient was admitted to the hospital for facial droop and dysarthria. The patient was admitted to the intensive care unit and was administered tissue plasminogen activator (tpa). They suffered a cerebral infarction due to embolism of the right middle cerebral artery. A computed tomography angiogram (cta) was performed after tpa administration which revealed thrombus in the right middle cerebral artery. However, the symptoms resolved, so no neurosurgical intervention was needed. The patient's neurologic status improved and no bleeding was seen. The patient received daily physical therapy in the hospital. The patient was discharged to acute rehabilitation.